Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he could not use the old infusion set due to scarring on the body. The customer had a high blood glucose of 517 mg/dl. The customer declined troubleshooting for the high blood glucose.